Event description:
It was reported that the patient presented in clinic for implant procedure. The right ventricular (rv) showed high pacing impedance. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: h10: field should include the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned. Examination of the lead found the helix was retracted and clogged with blood/tissue. Electrical tests did not find shorts or discontinues on any of the conduction paths. Dimensional analysis results of the connector boot were within product specifications. The lead could be fully inserted into the test connector sleeve as well as the test implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Correction: h10: field should contain the following corrected device history record statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6: codes should reflect device not being returned.